Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device had a shock equipment malfunction and blinking asystole. The customer worked with the philips call center and was able to run through the opcheck several times and passed each time. No pt involvement.